Manufacturer narrative:
The insulin pump was received with motor error alarm due to corroded motor home switch. No motor position encoder error alarm noted on history screen.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump passed displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.